Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with the on-screen indicator reading high and a confirmatory fingerstick blood glucose of 375 mg/dl; the caregiver entered the value into the ilet, delivered insulin by entering false meal announcements, and changed the cartridge while planning to change the infusion set later. Symptoms included high blood glucose. Outcomes included no hospitalization and continued monitoring at home. Investigation included complaint handling, device use review, and user troubleshooting education regarding infusion set management and accurate meal announcements. Investigation of this case revealed a cause that remained unclear, with potential contribution from infusion site or set timing and insulin dosing via nonstandard meal entries; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.